Manufacturer narrative:
.

Event description:
End user states his new joystick was not programmed by provider (B)(4). It moves left when he pushes right and it goes right when he pushes left. End user called to state everything medical will program for 80.00 he wants to be reimbursed, notified (B)(6).